Event description:
Boston scientific received information that upon check-up, this right atrial (ra) lead exhibited high out of range pacing impedance measurements and noisy signals. There was no sensing involving this lead observed. Subsequently, it was noted that there were oversensing of noise that triggered an atrial tachy response (atr). This lead was re-programmed. The physician will continue to monitor the patient. Additional information indicated that the cause of the out of range pacing impedance measurements were not determined. A device change out and lead replacement was scheduled. There was no asystole observed. This lead remains in service. No adverse patient effects were reported.

Event description:
Additional information indicated that a surgical revision procedure was performed. The pacemaker was explanted and the ra lead was surgically abandoned. The device and lead were successfully replaced. No additional adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.